Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii" and "exchange of textured device due to patient's concern with product". Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii" and "exchange of textured device due to patient's concern with product". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device. Capsular contracture: unable to observe since it is a medical evet and is not related to the device. Additional observations: observed, one opening on the plug strap side assessed as surgical damage. Crease fold observed on the device. Wear abrasion observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.